Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The reporter¿s complete address was not provided. Concomitant med products: battery handpiece/modular device, lid devices, power module device, insertion shield devices. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During evaluation of the power module device, it was determined through pictures, that the lever was deformed which prevented the device from being placed into the handpiece properly during the operation. It was further determined that the device failed pre-test for general condition & lever test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 9 of 9 for the same event: it was reported from (B)(6) that during an open reduction internal fixation (orif) of the femoral fracture surgery, it was discovered that the two power module devices were set in the battery handpiece device using three sterile insertion shield devices; however, the battery handpiece device could not be closed with three lid devices. It was further reported that several unsuccessful attempts were made. It was reported that another set of the power module device was set in and the lid was able to be close without any issues. There surgery was completed with a three minute delay. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. According to the reporter, the surgeon commented that the same phenomenon did not happen though they tried the same thing after the surgery. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon subsequent follow-up with the affiliate, additional information was received. The reporter clarified that there were no alleged malfunction against one of the lid devices and the insertion shield devices. Thus, two sterile insertion shield devices; and two lid devices were used in this event. Therefore, the lid and the insertion shield devices has been excluded in this event and removed from the concomitant medical products section. Furthermore, the event numbering represented in the initial report has been updated from ¿report 9 of 9 for the same event¿ to ¿report 7 of 7 for the same event¿. If additional information should become available, a supplemental medwatch report will be submitted accordingly.